Manufacturer narrative:
All buttons function properly. No ramping numbers noted on display. However, moisture damage was noted on keypad traces during visual inspection.

Event description:
Customer called to report that the buttons are not responding. Customer unable to deliver a bolus, this caused the blood glucose level to rise to 262 mg/dl. Customer had to visit an urgent care facility. Advised customer that the insulin pump will be replaced. Nothing further reported.